Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose 486 mg/dl. The customer was treated with intravenous fluids, antacid, numbing medicine and insulin. Customer was experienced symptoms like nausea, vomiting, abdominal pain , difficulty in breathing and chest pain. Customer was picked up by ambulance. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.